Event description:
Account reported that during intralase procedure they experienced vertical gas breakthrough.

Manufacturer narrative:
(B)(4). Evaluation: at the time of this report there is no information that patient did not experience a serious injury. Also the account is not returning the patient interface, have not provided information on the surgery outcome or any patient follow up after the event. Therefore, a report will be submitted to the FDA. Account reported that at the time of the event they had in inventory patient interfaces for lot number cj00575 and cj00741 and investigation is in progress since device history record has not been completed. Method: actual device not evaluated. Results: investigation in progress. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Conclusion: shall be 70. Placeholder.